Event description:
A locking screw broke post operative. Patient experienced a highly comminuted calcaneal fracture and fractured right 2nd metatarsal in a motor vehicle accident. Broken screw was removed during revision surgery.